Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6), 2010 (patient age, gender, weight, and date of birth are unknown.) According to the complaint, the balloon was successfully pretested, however was broken when attempted to be inflated after being inserted into the scope. There were no patient complications and the patient's condition was described as stable following procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **update (B)(6) **** by "broken" the site meant that the balloon would not hold air. Also, no pieces of the balloon broke off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6), 2010 (patient age, gender, weight and identifier are unknown.) According to the complaint, the extractor balloon successfully inflated during the pretest, but was broken after being inserted into the scope. The procedure was completed with another extractor balloon with no patient complications. The patients conditions was described as stable following procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.